Manufacturer narrative:
Event and therapy date is estimated . The investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-21775. It was reported patient had ineffective therapy and to address the issue patient underwent surgical intervention wherein the leads were explanted and replaced for better efficacy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.